Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right and left plunger cases were cracked. A review of the event history log identified check flange sensor error in history. During functional testing using the start up, the reported issue of check flange sensor error was duplicated. The optocoupler was worn out from normal use. The root cause of the problem was related to normal wear of the pump as it is over 13 years old. Replaced the optocoupler and also the ear clip as a preventative measure. D4 (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a check flange sensor. No patient injury was reported.